Manufacturer narrative:
UDI(di):(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for post-operative check, it was noted that the ra lead was stimulating rv. Lead dislodgement was noted on chest x-ray. It was mentioned that the patient had been sleeping with arms stretched up and hands under neck. Lead was repositioned successfully. The patient was asymptomatic during lead replacement surgery and was fine in the recovery room. During post-operative check next day, all values were within normal limits and patient was asymptomatic.